Manufacturer narrative:
Explant date: (B)(6) 2018. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was no longer getting adequate pain relief. The patient underwent an ipg explant procedure.